Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that during the installation of the v60 ventilator, the ventilator failed the ground resistance portion of the electrical safety test. There was no patient involvement.